Manufacturer narrative:
The values of a given parameter generated by assays from different manufacturers may differ. This relates to the overall setup of the assay, the antibodies used and differences in reference methods and standardization. Further clarification of the differences observed between the different analyzers is not possible with available investigation methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for free thyroxine (ft4 ii), ft3 - free triiodothyronine (ft3 iii), and thyrotropin (tsh). It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. (B)(6) for information on the ft4 ii erroneous results and (B)(6) for information on the tsh erroneous results. On (B)(6) 2015 patient 1 initial tsh result was approximately 1.2 uui/ml, the ft4 ii result was over 2 times the upper reference range (the specific result was not provided), and the ft3 iii result was over 2 times the upper reference range (the specific result was not provided). A new sample was obtained on (B)(6) 2015 and the initial tsh result was approximately 1.2 uui/ml, the ft4 ii result was over 2 times the upper reference range (the specific result was not provided), and the ft3 iii result was over 2 times the upper reference range (the specific result was not provided). Both samples were repeated on an abbott instrument where the tsh result was in the normal range and the ft4 ii and ft3 iii results were just below the upper reference range. There is a suspicion that this patient sample contains a resistance for thyroid hormone. Patient 2 initial tsh result was 0.64 uui/ml, the ft4 ii result was 77 pg/ml and the ft3 iii result was 9.2 pg/ml. The sample was repeated on an abbott instrument and the tsh, ft4 ii and ft3 iii results were in the normal ranges. It is not known if either patient was adversely affected. No adverse event was reported. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
It was clarified that the erroneous results were reported outside of the laboratory.

Manufacturer narrative:
(B)(4). The ft3 iii results were found to be above the reference range. A specific root cause could not be identified. Interference analysis was performed. No interfering factor was found in the investigated sample.